Event description:
Meter name: basic, strip name: one touch, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: not responding. (Low blood sugar). A patient reported because meter is not working, sugar went low and ambulance was called. Their meter allegedly does not turn on. Battery is good. It is a meter malfunciton. The result on their meter was unknown, unable to test with meter. The result on emergency medical technician meter was 99mg/dl. The time difference between patient's meter and: no comparison. Treatment given prior to arrival of emergency medical technician was coke and sugar. No further information has been reported.